Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, there was an open pulse wire inside the trunk cable. The cause of the non-functional therapy electrodes and test failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the open wire.

Event description:
A us distributor returned a belt indicating that the therapy electrodes were non-functional.